Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted no cuts on the portions of the lead that were received, however explant damage was present throughout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced as it was cut during a procedure. An insulation breach was plausible. No patient complications have been reported as a result of this event.